Event description:
It was reported that device entrapment occurred. The target lesion had strong tortuosity. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During insertion, the catheter was stuck in the lesion. An attempt to release the opticross catheter using a guide extension failed, resulting in total removal. No device fragments remained in the patient. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that device entrapment occurred. The target lesion had strong tortuosity. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During insertion, the catheter was stuck in the lesion. An attempt to release the opticross catheter using a guide extension failed, resulting in total removal. No device fragments remained in the patient. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis inside a guide catheter with the guidewire. Visual inspection revealed the sheath assembly was kinked, the imaging window twisted, and the tip stuck on the floppy end of the guidewire. Microscopic inspection revealed the guidewire exit port and tip were in good condition. Media inspection of photos provided by the site showed the device inside the guide catheter with the guidewire and that the imaging window was twisted.